Manufacturer narrative:
Batch review performed on 26 sep 2019: lot 178740: (B)(4) items manufactured and released on 06-mar-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to laxity in the knee 7 months after primary. The reason for the laxity is unknown. The surgeon revised the medacta sphere insert flex left 10 mm s3 with a medacta sphere insert flex left 14 mm s3. The surgery was completed successfully.